Event description:
It was reported that the patient experienced what is believed to be a pocket infection. The patient also has symptoms of discomfort and purulent discharge/pus. The implantable pulse generator (ipg) was explanted and replaced. The epicardial right atrial (ra) lead was partially explanted and the epicardial right ventricular (rv) lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.